Event description:
It was reported that during a lobectomy procedure using the pve35a, an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade was suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detach it from the tissue. It was further reported that the trocar had been bent when he tried to insert it into the body. There were no adverse consequences for the patient nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/30/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device b12lt with lot number 465c10; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/5/2025 d4 batch #a9d07m investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with no apparent damage. In addition, the packaging opened was returned along with the device. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without any damaged. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a9d07m number, and no non-conformances were identified.